Event description:
Related manufacturer reference number: 2017865-2024-01755. It was reported that the patient presented for a generator change procedure due to normal battery depletion. During the procedure, it was found that the right atrial (ra) lead was failing to be removed from the existing pacemaker header. The setscrew pacemaker was stripped. The header was removed, and the ra lead was damaged. The pacemaker was explanted and replaced. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.